Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete incoming functionality testing) was confirmed due to an electrical short in the trunk cable. The root cause for the shorted wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.